Event description:
Laser broke in half during the procedure. Fiber was not kinked nor caught on anything at the time of the event and laser generator immediately turned off upon realization of break in fiber. The broken fiber was retrieved from the patient while surgeon completed thorough examination of patient to determine no harm implemented during incident. Procedure was completed with new laser fiber. Surgical team believe fiber broke from overheating. Broken fiber was discarded at end of procedure.